Event description:
Healthcare professional reported "possible rupture", "capsular contracture Baker grade II" and "fold". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for reoperation: rupture, capsular contracture Baker grade II, crease/folding of implantThis report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.